Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft had been cut along the edge of the hardware and was not returned. The outflow graft bend relief was returned detached from the graft attachment. The outflow graft clip was also returned not attached over the sealed outflow graft hardware. The apical cuff was returned detached from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured no atypical events, and the device appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20dec2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, infection, and sepsis, among other potential events, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism and infection potential late postimplant complications. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Additionally, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction. Event date estimated to be (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been admitted to the hospital in (B)(6) 2021 for treatment due to sepsis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was treated in the hospital due to sepsis. According to the ventricular assist device (vad) coordinator, a month ago, the patient had experienced an initial infection of the sternum with a deranged anticoagulation followed by multiple septic embolisms of the iliac arteries and an infarction of the spleen. The sepsis was difficult to treat and a number of changes to antibiotics took place. The blood cultures confirmed sepsis with candida initially from the sternum. The infection then traveled to the device. A computed tomography (CT) scan showed a beginning thrombus formation inside the outflow graft. The pump was running as expected. Due to the thrombus formation and the infected device, the hospital decided to re-explore the patient. The surgeons found high amounts of puss under the sternum and around the device. They also confirmed the thrombus formation inside the outflow graft. The surgeons decided to explant the heartmate 3 to remediate the thorax and implanted an impella device for temporary cardiac support. The affected pump and outflow graft will return to abbott. The patient stayed in the intensive care unit (ICU) under catecholamine support and stable conditions on a lower level.